Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement.

Event description:
The hospital reported that the unit is getting the message "system malfunction, internal problem prevents normal operation." (In red) "use backup ventilator" "to restart, turn power off and on" . There was no report of patient involvement.

Manufacturer narrative:
Additional information was received and the reported issue could not be duplicated, there was no malfunction of the system.